Event description:
Consumer reported his bottle of complete multipurpose solution easy rub formula leaked after being transported in the ''check-in luggage'' section of an airplane. He noted that the locking top was not as tight as it usually is when he arrived at his destination. Consumer discarded the bottle after calling the manufacturer.

Manufacturer narrative:
The reporter discarded the complaint unit. Retained sample from the same lot was tested for leakage (functional testing) and met specifications; no leakage occurred. Retained sample was examined visually for signs of leakage; product met specifications. A review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Information that was known but not provided. Alternative report identification number (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.